Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 67 - the device complaint or problem cannot be confirmed.

Manufacturer narrative:
H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
According to gore dryseal flex sizing guide the outside diameter of the 20f sheath is 7.5 mm. According to information received by gore the patients access vessels measured 6.2 and 6.4 mm. As the device was discarded the other code was selected to indicate that no product evaluation could be performed.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aortic dissection using conformable gore® tag® thoracic endoprosthesis. Gore® dryseal flex introducer sheaths was used for access. After the first device was implanted, the second device was implanted just below the left subclavian artery. A slight proximal type I endoleak was confirmed. Access angiography showed a dissection of the left common iliac artery. In addition, vessel damage was confirmed at the sheath insertion site. The dissection of the left common iliac artery was decided to be monitored. The sheath insertion site was surgically repaired, and the procedure was completed after percutaneous transluminal angioplasty was performed on the stenosis site.